Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer was unable to perform follow-up call to customer to ensure the initial concern is resolved - customer did not provide contact information.

Event description:
Consumer reported complaint for the true plus pen needles. Brother is calling on behalf of the customer. Customer stated that the pen needles were not aspirating the insulin. The package was not open or damaged when received by the customer. The customer is using the product out of this package for the first time. The customer is not using compatible product. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.